Event description:
It was reported that a spectrum pump over infused fentanyl at the critical care department. The 100 ml bag was empty with a volume to be infuse (vtbi) still showing about 15-20ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter e-mail: (B)(6). Additional information h6 and h10: a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.